Event description:
The device was used during a breast biopsy procedure. Reportedly, the instrument did not cut. The surgeon performed a laparotomy to complete the procedure. The hospital has reported that patient's condition is satisfactory.